Manufacturer narrative:
The ge svc rep repaired the pushed pins in rui cable and tightened the lemo receptacle for rui cable. The system is ready for use.

Event description:
The customer reported that the c-arm was not responding to rui inputs. The joystick cable is not making a good connection.